Event description:
The international journal of cardiology: a 4.0 mm diameter x 30 mm length endeavor drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an rca lesion. It was reported that the lesion was pre-dilated. Coronary angiography revealed the lesion morphology as tubular eccentric stenosis. It was reported that the stent was successfully deployed at the lesion site. The delivery system was successfully removed. Five months post initial stent implant the patient developed chest pain and coronary angiography was performed. Focal in-stent stenosis was found in the middle of the previously implanted drug-eluting stent, rotational fluoroscopic images showed that the stent had a gap in the middle of the stent indicating a stent fracture. Intravascular ultrasonography study with an automated pullback speed of 0.5 mm/s was performed after balloon predilatation. The (B)(4) study revealed focal neointimal hyperplasia and partial absence of the metallic stent struts in the middle of the stent, corresponding to the area of stent fracture. The most significant neointimal hyperplasia was observed at the strut-free segment in the middle of the separated two stent segments. Contrast enhanced 64-slice computerized tomography performed prior to the angioplasty demonstrated focal breaks of the stent struts and restenosis in the middle of the stent. Sequential dilatation was performed with a 3.5 x 10 mm cutting balloon at 12 atm and a 4.0 x 8 mm balloon at 10 atm. Eight months after recanalization, the patient remains asymptomatic and on medications.

Manufacturer narrative:
Evaluation: results: tubular eccentric stenosis. Evaluation: conclusions: tubular eccentric stenosis. Secondary and medical intervention.